Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility, patient fluid soaked through the hood. The procedure was completed successfully with the same device without a clinically significant delay; there were no adverse consequences or medical intervention.